Event description:
Patient reported she was hospitalized for 5 days around (B)(6) 2012 with diabetic ketoacidosis and hyperglycemia. Blood glucose elevated to "hi," and she was treated with a "drip" and extra insulin at the hospital. Patient was pregnant at the time. The infusion device displayed several e4 occlusion errors, and she believes the insulin delivery of the infusion device was inaccurate. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.